Event description:
It was reported that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting . The patient was treated with intravenous fluids and insulin. The patient was released after spending 5 hours in the ER. The pod was removed prior to ER visit; upon pod removal, the cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.